Manufacturer narrative:
Added information to section b7 (other relevant history, including preexisting medical conditions) and h6 (type of investigation). Updated section b5 (describe event or problem), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. 1 still echo image was provided with aortic valve gradient measurements and a small report. Per review of echo imaging and report, aortic valve max gradient 65mmhg, max velocity 4.2m/s and 0.9cm2 aortic valve area calculated by continuity equation (vti) corresponding with severe aortic stenosis. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia.

Event description:
Per the report received from italy, a patient with a valve model 8300ab25 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of two (2) years and six (6) months due to calcific degeneration with restricted leaflet mobility and thickened leaflets leading to severe stenosis and moderate regurgitation (mean/peak gradient of 48/65mmhg). The patient presented with dyspnea and fatigue. A 26mm transcatheter valve was implanted within the surgical device. The patient was noted as to be good after procedure.

Event description:
Per the report received from italy, a patient with a valve model 8300ab25 implanted in the aortic position was planned for a valve-in-valve procedure after an implant duration of approximately two (2) years and six (6) months due to calcific degeneration with restricted leaflet mobility and thickened leaflets leading to severe stenosis and moderate regurgitation (mean gradient of 48 mmhg). The patient presented with dyspnea and fatigue. The patient was noted as to be hospitalized awaiting tavi procedure.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.